Manufacturer narrative:
(B)(4). Batch # l52560. The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device was closed to pass down the trocar, once through the trocar, the device would not open. The device was not clamped on patient tissue. No buttressing was used. An unknown reload was used. The device was never able to be opened. Another like device was used to complete the procedure. No patient consequences were reported.